Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. Device received with cracked case at display window corners and display window. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized twice due to high blood glucose on (B)(6) 2018 with blood glucose of 560mg/dl and 540 mg/dl respectively . Customer's other blood glucose value: 599 mg/dl, 404 mg/dl. The customer experienced symptoms such as trouble in breathing, headache, incoherent. The customer was treated with insulin pump. The customer alleged that the insulin pump was under delivering. The customer was wearing the insulin pump within 48 hours of the reported event. The drive support cap appeared to be normal. The insulin pump failed the high pressure test twice. The insulin pump is expected to be returned for analysis